Event description:
Through follow-up, the surgeon reported that the patient was being treated as anticipated and the hyphema is expected to resolve by the follow-up visit scheduled at the end of the month.

Manufacturer narrative:
MFR# reference# (B)(4). H3 other text : placeholder.

Manufacturer narrative:
(B)(4). The device is not available; therefore, product testing on the actual device could not be performed. The device identifiers were not provided; therefore, the device history records for this device lot number could not be reviewed. A review of the device labeling was completed. Iris damage, hyphema,decreased/impaired vision and inflammation are identified in the labeling as known inherent risks of trabecular micro-bypass stent procedure. The IFU adequately provides instructions for stent implantation, precautions, and warnings for the proper use and handling of the device. Based on the information received, the root cause of reported iris damage was due to operational context. MFR# reference: (B)(4).

Event description:
Initially, it was reported that during implantation attempt of a trabecular micro bypass stent system procedure, an iris tear occurred intraoperatively. Reportedly, the iris was inadvertently gripped by the forceps (25g ahmed forceps- mst product) used by the surgeon while attempting to remove a stent from the anterior chamber which was not successfully implanted. The stent was successfully removed from the patient¿s eye. Through follow-up, the surgeon provided the following additional information. Reportedly, the iris damage was observed at 270 degree (iris avulsion) and was characterized as a permanent damage. The iris damage resulted in bcva loss and cosmetic iris that is bothersome to the patient. The surgeon noted that the full impact is unknown at this time and the surgeon is uncertain about intervening. The patient¿s most recent status was reported as ¿reduced vision due to inflammation and hyphema¿ with ongoing adverse event. Additional information is being requested.